Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a black particle in the tubing. This was observed after filling the tubing with sodium chloride taken from an infusion bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6(update codes), h11. B5: it was further informed that the particle was found in the hose. The particle was described as "like a black grain or lint". The device was filled with approximately 50 ml of sodium chloride. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed a dark brown particle in the tubing. The size of the particle could not be objectively determined nor confirmed; however, the dark brown particle was most likely burnt pvc (polyvinyl chloride) embedded within the material of the pvc tubing. The reported condition was verified. The cause of the issue was due to supplier of the material related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.